Manufacturer narrative:
The event occurred in (B)(6). The customer is "around" (B)(6) years old.

Event description:
Caller states the patient tested 6.5 mmol/l on the aviva system while a comparison lab returned as 3.7 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.